Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer experienced low blood glucose levels of 43mg/dl. The customer was treated for the low blood glucose with juice. Customer¿s blood glucose level was unknown at the. There was no troubleshooting for the low readings performed due to the patient not being with the reporter. The product will not be returned for analysis.